Event description:
It was reported that foreign material was found on the device.

Manufacturer narrative:
Alleged failure: the stryker suction irrigator was attached to the machine. At this time, the or technician noticed a foreign object in the irrigation line. The irrigator was removed from the field and a new one was opened. The faulty irrigator was never used on the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging or manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found on the device.